Event description:
It was reported that suspected externalized conductors were observed via diagnostic imaging. All the parameters were in normal range. No adverse consequences were reported. The lead remains implanted. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.